Event description:
Patient was having a PICC (peripheral inserted central catheter) placed. The inserter needed sterile saline. The nurse grabbed a prefilled saline syringe, opened it and dropped it onto the sterile field. The inserter realized the error immediately. The nurse was unaware that the syringe content is sterile, but the syringe itself is not sterile. This has occurred more than once and is a human error issue. Generally packaged syringes are not sterile, so it is not the norm to have a syringe that is prepackaged and not sterile. We have these syringes on par throughout the hospital. I listed a lot number, but we have a variety of these syringes.